Event description:
The customer reported the system would not produce a diagnostic image. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the display adapter board, the video controller board, and the image processor. The high voltage cable connectors were cleaned and regreased. The system operates as intended.